Manufacturer narrative:
Investigation findings: the hose was received at conmed linvatec for evaluation and the reported problem was verified. A hose sample from a similar reported event was sent to a third party lab for material testing and toxicological testing. The results found that the material content of this discoloration/residue was a combination of organic (proteins) and inorganic (tap water) components. The samples sent for toxicology were found to be non-cytotoxic. Conmed linvatec initiated a supplier corrective action request for this problem. The residue has been identified as a variation in dye lots coming from the thread used to make the braid on the exterior of the inner pressure hose. A formal corrective action is in place for this problem. As of july 17, 2007, natural nylon braid materials is being used for the exterior of the inner pressure hose.

Event description:
It was reported that an oily like residue was leaking from this hose inside the peel pack following sterilization. There was no report of injury or surgical delay related to this event.